Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device disconnected during patient use resulting to a patient experiencing an unspecified infection. During hospitalization for an unspecified condition, it was reported that a non-baxter cap ¿does not have a secure connection on the one-link¿ and the non-baxter cap disconnected from the one-link connector during patient use. The patient then experienced an unspecified infection. Medical intervention was not required for the event and patient¿s recovery status were not reported. No additional information is available.